Manufacturer narrative:
Evaluation summary: breakage might have been caused due to application of high bending forces during its use. Cause cannot be definitively determined. Results and conclusions: as returned, the retractor has fractures at the stress concentrations nearest the product etching. The distal portion was not returned for review. Aside from the fracture, the device appears to be in good shape. No signs of misuse are noted. Device history records for this lot have been reviewed and no anomalies were noted. The device has a potential field age of approximately 16 months.

Event description:
It is reported that the retractor broke while being used in a total shoulder case with no injury to the pt.